Event description:
Initial complaint description stated that "while having a procedure in the cardiac cath lab, the surgeon was using the device and the tip came off in the pt. The procedure was completed, and no adverse occurred to date."

Manufacturer narrative:
The actual device was not available for eval at the time of this report. A DHR review for the lot and retain unit eval were not able to be performed, as the lot number or part number were not provided. We have been unable to retrieve any additional info.